Event description:
A baxter service technician found that a homechoice system failed the performance specification of the therapy monitored volume.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition at product analysis lab (pal). The device had failed the return instrument test / evaluation (rite) functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2, but passed the rite electrical test. As a result, the device failed the therapy monitoring volume performance specification. A leak was detected at the left disposable and isolated to the door assembly. An inspection of the door assembly revealed the piston was cracked at the left disposable chamber. The cause for the rite test failure, was determined to be a cracked piston. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.